Manufacturer narrative:
No further info is expected for this specific event and the case is considered closed. Gambro does not regard the submission of this report as an admission of liability.

Event description:
The customer complains about broken membrane/blood leak during treatment. It happened at the first use. Blood flow rate: 60ml/min. Tmp, 50mmhg. The blood loss was about 4ml. No serious injury- no medical intervention.